Event description:
It was reported that this right atrial (ra) lead was fractured. A revision procedure was performed and this lead was explanted and replaced. The product was discarded at the hospital. No additional adverse patient effects were reported.